Event description:
The customer alleged that the ventilator would power cycle during transportation of a patient. No patient harm as per customer. The nellcor puritan bennett customer support engineer (cse) inspected the device and found that the battery fuse was loose. Cse replaced the appropriate parts. The unit passed extended self testing.